Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 4 months post-implantation due to a locking bar coming loose. Subsequently, although there were no issues noted at approximately 3 months post-operative follow-up, the patient suddenly experienced pain while walking. Radiographs demonstrated the locking bar had backed out slightly, and at the time of the revision surgery the locking bar was found to have come out completely. It was reported that no further information is available.